Event description:
During insertion of the catheter to perform a pulmonary vein isolation (pvi) procedure, the catheter appeared to be inside the left atrial appendage instead of a pulmonary vein, which was confirmed by inflating the balloon. The catheter was removed and reinserted again into the left atrial appendage, confirmed by balloon inflation. The catheter was withdrawn and inserted into the left superior pulmonary vein. While ablation was started, blood pressure dropped and all catheters were removed. Pericardiocentesis was performed to drain excess fluid but surgery was needed to repair a perforation in the left atrial appendage. The patient was reported to be doing well post-procedure.

Manufacturer narrative:
No device deficiency reported. Cardiac perforation and tamponade are known potential adverse events of catheter ablation procedures disclosed in product labeling. Cardiofocus received medwatch report mw5145264 from FDA. While the initial reporter and device serial number was listed as not releasable, the event date and description in mw5145264 match the report received from a company representative, and the company is unaware of any other event matching the description documented in mw5145264.